Manufacturer narrative:
D5; h4: information unavailable. H6: code 100(other): the instrument was received with a yeilded cartridge tube crimp which after examination was concluded to have been insufficient. The insufficient tube crimp was due to an assembly error and had caused the instrument to be non-functional. Based upon the inquiry information received and the visual examination, it was concluded that the reported instrument "jammed" during surgery may have been due to the cartridge tube crimp which had yielded. The instrument was received with 2 staples jammed in the nose and with a tube crimp which had yielded. The yielded crimp had caused the staples to jam in the cartridge nose. No functional testing could be performed due to a cartridge tube crimp which had yielded. The instrument was disassembled and the tube was found to have been insufficiently crimped and it was concluded that this was due to an assembly error. The cartridge was observed to contain 22 staples. The assembly management has been notified of this incident and product inquiry will monitor for additional occurrences. Co strives to understand each incident as it occurs in order continuously improve co's products.

Event description:
The device was used during an unknown procedure. It was reported by the rep. The device jammed. There was no consequence to the pt.